Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with bubbled dso seal, missing battery door, and a cracked battery compartment. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate, an accuracy test was performed. Customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6 percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. The battery compartment, battery door, and dso seal were replaced. No other actions were performed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy test. This occurred during test; there was no patient involved.